Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the sling failed to deploy. Another product was opened to continue the case. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.